Event description:
The customer requested the part identifier (ID) for calibration gas. No further details have been provided by the customer. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Subsequent information received concluded that this was a parts order only and there was no allegation of a malfunction reported. Therefore, we are considering this non-reportable since there was no death or serious injury reported, and there was no device malfunction. The parent record has been closed as a non-complaint.